Event description:
This pt with a positive history of angina pectoris, hypertension and lipid metabolism abnormality was randminized to clinical study. The pt was electively treated for two vessel cardiac disease. Both lesions were denovo. For the first lesion, radial approach was chosen for the procedure. The lesion was at the proximal circumflex, type a, bifurcation was present, and was mildly calcified. The lesion was not pre-dialted. A cypher (3.0/18mm) stent was deployed at 20atms for 16-30 seconds. Post dilation was conducted with a balloon (3.0/15mm) at 20atms. Inflation time unknown. Residual % of stenosis after the procedure was 15%.